Event description:
It was reported that the subject device had no image issue. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). E1 - address 2: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: charged coupled device cable malfunction a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image due to ccd (charged coupled device) cable malfunction; cause traced to component failure. A definitive root cause could not be identified for the charged coupled device cable malfunction should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.